Event description:
The event involved a 14" (36 cm) ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where it was reported that blood backed up into the manifold and started to leak from the green port. Two medications (dobutamine and milrinone) were infusing into the red and blue ports at a total of 5ml/hr. The maintenance line was infusing at 20ml/hr. Despite this 25ml/hr infusion, blood backed up from the pa line vip port into the manifold and started to leak from the green port. The green and yellow ports were not being used nor were they capped. There was patient involvement, however, no report of patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: d4: only di provided as lot number is unknown. E1 initial reporter phone number: ext. (B)(6).

Event description:
Additional information received from the customer on 22-jul-2024. It was stated that there was a delay in the critical therapy when the problem was noted. There were concerns that the infusion of the inotropes was not occurring, and the patient may have been underdosing. The caregiver capped the ports and when safe to do so, changed the patient¿s manifold to another one to prevent further concerns.

Manufacturer narrative:
Three photos were provided by the customer showing the manifold and the sheets from the patient. The sheets had blood on them. The area of leakage could not be observed from the photos provided. Received one used b55005 for inspection. No defects or anomalies noted. No mating devices were returned for inspection. The set was leak tested per product specifications. There was no leakage anywhere or through the side ports. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. The complaint was unable to be replicated. A lot # review could not be conducted because no lot number(s) was/were identified.